Event description:
It was reported that since implant, every time a patient moved she had to have her stimulation readjusted ¿because her back was so unstable.¿ it was clarified that the patient had problems with l1 and l5 before implant, and the healthcare professional (hcp) placed the system at t10-11, two vertebrae above the beginning of pain. It was noted that during the healing time after the trial it was ¿horrible because there was no pain medication that worked for¿ the patient. It was stated that the ¿hcp had to drill through the vertebrae on the top and bottom so that the flat contact would not be exactly in the middle of the spine.¿ it was reported that the patient had 8 weeks of no pain control and she could not even use her stimulator. It was noted that he patient had been in excruciating pain for 7 years. It was noted that the patient went without sleeping well for 7 years and was 'going insane without sleep'. It was stated that the patient had to get out of bed every 15 minutes and walking was almost impossible. It was stated that this caused ¿ tremendous amount of pain.¿ it was stated that after the patient sat down to go to the bathroom they needed to adjust her stimulator. It was noted that the patient was in 24 hour care. It was stated that her lower back was unstable and she needed surgery. It was noted that the stimulator was working fine. It was noted that the caller requested compatibility information on having multiple stimulators because the patient urinary urge frequency. Later it was reported that the patient had a loss of therapeutic effect for their implantable neurostimulator (ins) after they had their knees replaced. The patient reported that the medication was affecting her brain and the brain was affected because of lack of sleep because the ins was not providing therapeutic effect. The patient reported that their back was 100 percent if she sat in one position and stopped moving. The patient could achieve no pain by working with the patient programmer for pain. The patient stated that they were almost a paraplegic because they could not work down 4 flights of stairs. The patient could not get to the stair elevator chair because she had to walk around each landing then to the car. The manufacturing representative went to the patient¿s house to make sure the wires were still in place probably in (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).